Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
The customer reported that the touchscreen did not work and requested the part number and price of the ui assembly. There was no patient involvement.